Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that no other tests were performed on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens performed maintenance, and no issue noted. The cse used a certification kit to service the instrument, and replaced the following parts: base probe, syringe diluter (2ml), 2-ways valves, probe reagent, probe wash, probe wash grounded, pinch valves, acid probe, and a degasser. The performance of the instrument was verified, and no issues noted. Siemens is investigating and monitoring the performance of the instrument.

Event description:
The customer obtained discordant falsely elevated high-sensitivity troponin I (tnih) results on an advia centaur xp instrument for two different patient samples. The discordant results were reported and questioned by the physician(s). The customer performed repeat testing using the same samples and instrument, and repeat results were negative. It is unknown if corrected reports were issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00223 on (B)(6) 2019. Additional information ((B)(6) 2019): siemens performed a follow up and the advia centaur xp instrument has been performing within specifications. There has been no recurrence of high-sensitivity troponin I (tnih) discordant results. The siemens customer service engineer (cse) performed the replacement of parts and decontamination to troubleshoot the issue, and the cause of discordant results on two patient samples is unknown. The customer is satisfied with the instrument performance, and no further evaluation of the device is required. Section h10 codes (results and conclusion) were updated.